Event description:
The reporter stated that the unit was set up to deliver 2.1 ml/hr of morphine in continuous mode using a 60cc bd syringe. The rn reported the delivery was started at 3 am and when she returned at 7 am the syringe was empty. The rn also noted she had problems loading the syringe because the clamp was sticking. The unit was sent to the biomed, still on, with 3.46ml displayed. Using these parameters, the biomed tested the unit and was unable to duplicate this issue. No pt injury was reported.